Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that when the nurse attempted to infuse optiva (chemo agent) mixed with sodium chloride for injection usp in baxter bag, shortly after infusion began, the chemo agent started to spray out of the upper y port of the IV set. The nurse wearing ppe had a little chemo spray on her uncovered forearms. The nurse immediately cleansed area with chlorhexidine. No further medical intervention needed. The patient had his lower extremities sprayed on. Patient was cleansed with chlorhexidine and changed into a pair of scrubs. The clinician had another optiva bag made and primed to re-do the infusion. Patient received full therapeutic dose. No further medical intervention needed for the patient. No injuries reported.